Event description:
It was reported that the device prompted the user to push the analyze button to treat a pt when the AED was configured as an automatic defibrillator. The reported issue occurred when users responded to a cardiac arrest pt. The device instructed the user to press the analyze button as a semi-automatic device but the button was not existent. Another defibrillator was made available (delay unk) and the pt was treated successfully. Reporter did not know the pt outcome and was unable to provide further details on the event and/or pt.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device at the failure analysis center and observed that the device was correctly configured as an automatic defibrillator but prompted the user to push the analyze button while connected to a pt simulator. Further testing found that the confirmed failure was sporadic. Physio determined the root cause of the failure to be an intermittently open connection between the shock switch and the r187 resistor on the main pcb assembly. Physio is in the process of repairing the device and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.